Event description:
This is one of two reports received from a hosp infection control in which an 82 yr old woman underwent cataract extraction of her left eye with implantation of model 912, 21.0(d) ceeon lens on 10/12/98. Postoperatively, she developed endophthalmitis and a vitrectomy was performed. No other info was provided on initial contact. Attempts are being made to obain info from the ophthalmologist.